Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a divergence between sensor glucose vs. Blood glucose values. The customer reported a blood glucose value of 25 mmol/l and sensor glucose was showing 8 mmol/l. The customer reported hyperglycemia treated with an insulin pump. The event involved product(s) mmt-7040d1. Troubleshooting was performed on high blood glucose and the customer has been using the insulin pump system within 48hours of reported high blood glucose. The customer using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at the time of the high blood glucose event. Later on, the customer does not wish to continue troubleshooting. No further patient complications were reported. Product return for mmt-7040d1 is not expected.